Event description:
During a routine shift check by a clinician, the device was taking too long to charge energy and also displayed "defib fault 78." Complainant indicated that there was no patient involvement in the reported malfunction.